Event description:
The operator reported after lifting the back cover of the architect c4000 analyzer, she let go of it prematurely causing the cover to fall on a finger of her left hand. There was no visible injury, and no medical treatment was necessary. No impact to patient management or further user safety was reported.

Manufacturer narrative:
The operator was struck on the finger by the top rear cover of architect c4000 serial number (B)(6). No treatment was required. The customer did not fully lift the cover resulting in a faster cover return to closure. A review of the analyzer service history identified no contributing factors to the current complaint. The architect system operations manual provides information regarding proper and safe operation and mechanical hazards of the moving part. A review of the clinical chemistry systems tracking and trending data revealed no systemic issues or trends associated with the issue described in this complaint. Manufacturing documentation for the likely cause did not identify any issues associated with the complaint issue. Based on the investigation no systemic issue or deficiency was identified.

Event description:
The operator reported after lifting the back cover of the architect c4000 analyzer, she let go of it prematurely causing the cover to fall on a finger of her left hand. There was no visible injury, and no medical treatment was necessary. No impact to patient management or further user safety was reported.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete.